Event description:
It was reported that the customer delivered a correction bolus of 3.68 units of insulin, and a few minutes later, they accidentally delivered a second 4.85 unit bolus. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. The customer consumed gummies, cookies and juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.